Manufacturer narrative:
Age/date of birth: unknown / not provided. Date of event: date unknown / not provided. If implanted; give date: unknown / not provided. If explanted; give date: unknown / not provided. Initial reporter phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) has a defective haptic. Material is available for investigation. Through follow-up, it was unknown if there was patient involvement. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Section d9 - device availability: yes. Section d9 - returned to manufacturer: 12/17/2021. Section h3 - device evaluated by manufacturer yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received with a cut on the optic body, which is consistent with a lens that was handled. The lens was cleaned, and haptic damage was observed. The complaint issue could be confirmed; however, it may be attributed to handling and could not be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records review for this po (production order) shows that the units were released within specification. Refer to sap (system application product) for further information. No nc/ER was found as part of this manufacturing records review. The search revealed that no other complaints have been received for this production order. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.